Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely increased creatinine result generated on the architect c16000 analyzer on a patient. Results provided: on (B)(6) 2022 sid (B)(4) (normal range: 0.6-1.3 mg/dl). Serum sample: sn# (B)(4) = 2.8 mg/dl, sn# (B)(4) = 2.8 mg/dl. Previous result for this patient = 0.9 mg/dl, (B)(6) labs (roche platform) = 0.9 mg/dl plasma sample drawn at same time = 0.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data analysis. Return testing was no completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends. Device history review did not identify any nonconformances or deviations associated with the complaint list number. A review of the creatinine population result median by reagent lot chart shows field data results within expected ranges. Labeling was reviewed and adequately addresses the issue. Use error may have contributed to the customer¿s issue as the pre-analytical serum sample preparation must use the tube manufacturer's processing steps and the sample presented to the analyzer must meet the instructions for use conditions. Based on the investigation, no systemic issue or product deficiency was identified for creatinine reagent lot 02564un21.